Event description:
In 2004 customer indicated that the meter being used was reading mmol/l instead of mg/dl. At this time the meter was replaced and the customer was asked to return the meter that was reading in mmol/l. The customer did not return the meter and in the company's investigation of the whereabouts of the meter, the family member of the patient was contacted in 2004. At this time the family member indicated that the patient had passed away earlier in 2004. It is believed that the patient was still using the mmol/l meter instead of the replacement meter which they received in 02/2004. The family member stated that the patient's spouse thought the meter was reading in mg/dl and that the patient's glucose was low so the spouse had been feeding patient honey. When the patient began to feel worse, the spouse called an ambulance. In further investigation the family member has refused to correspond and indicated that they do not have the meter to return. The official cause of death is unknown and no furthet information is available due to the fact that the meter was never returned for testing.